Event description:
The physician reported a device-related event of "band slip" with treatment being surgical revision for this pt in the (B)(4) study. This was an inpatient procedure and the lap-band remains implanted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not been returned ad the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the near future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of band slippages as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." "Band deflation may not resolve the dilation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilation."